Manufacturer narrative:
Date of event the exact date of the event was not reported. The device history record (DHR) confirmed that the devices met all material, assembly, and performance specifications. Analysis of the device identified that the metal cap was detached and not returned. There was some discoloration and devitrification noted on the exposed glass tip and the tip appears to have a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber. An evaluation conclusion code of unintended use error caused, or contributed to event was assigned to this investigation. The metal cap detachment and circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications, and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap detachment and circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned device revealed the fiber glass cap is detached, and there is a circumferential fracture on the distal to the bevel edge.